Event description:
During a standard dental treatment the handpiece heated up and caused a burn on the right cheek towards lip. Patient was prescribed antibiotic amoxicillin 250mg. Reference MFR report 3003637274-2014-00009.